Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the insertion part of the serpentine tube was torn, the watertightness was not maintained due to the breakage of the insertion part serpentine tube, the bending angle was insufficient due to the elongation of the angle wire, poor brush insertion was found in the forceps channel, the coat of the light guide (ig) serpentine was peeled off, the curved rubber adhesive was missing, the adhesive part of the lighting lens was peeled off, the index may have been peeled off, and the index may be peeled off at the connection part of the operation part. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the coating of the tracheal intubation fiberscope was torn and perforated. Upon inspection of the customer¿s returned device, it was observed, the coating was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.